Manufacturer narrative:
The system was serviced in the field and failed testing. The generator was not booting. Troubleshooting found that the standalone board was not functioning and had physical damage (an electrical component failure). The standalone board was replaced and the failure was resolved. The system was fully functional. Codes b01, c02, and d02 are applicable. The standalone board was returned and analyzed. The reported complaint was confirmed. Visual inspection showed that component r21 was electrically over stressed. The board was unable to be bench tested due to over stressed components. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000225r, serial/lot #: (B)(6) efq rev. T, ubd: , UDI#: this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was not connecting with the navigation system. A medtronic representative (rep) went onsite and found the imaging system wasn¿t fully booting. No patient was present.